Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states informed biomérieux of a misidentification when using the vitek® ms instrument. The customer reported that a sample was identified as campylobacter lari (99.9%) by vitek® ms, and an alternative test method (microscan) identified the sample as campylobacter jejuni. Nalidixic acid and cephalothin susceptibilities were performed to confirm identification. Nalidixic acid was susceptible and cephalothin was resistant confirming the campylobacter jejuni identification. Investigational testing was performed. All data reviewed and analyzed included: ecal mzml files (15 files) from (B)(6) 2016. Sample mzml (2 files), from (B)(6) 2016. Both mzml files gave a c. Lari 99% identification with v2 knowledge base (kb). One mzml file gave a no identification result with v3 kb. One mzml file gave a c. Lari 99% identification with v3 kb. The analysis of the data provided (ecal mzml) indicated that the system had to be checked. Fine-tuning criteria were outside the targets. A new fine tuning was performed on (B)(6) 2016. Local customer service (lcs) attempted to contact the customer; however, lcs was no longer getting a response from him. Therefore, there was no information about retesting of the sample after the fine tuning and about the availability of the strain for the investigation. Conclusion for the system: the system was not operational during the customer test. Conclusion for the identification: results obtained by reprocessing the customer data with vitek ms knowledge base v3.0 were the same as those obtained by the customer. The investigation was unable to confirm the identification due to a lack of information regarding retesting of the sample after the fine tuning and the strain being unavailable for evaluation. Suspected root cause of the issue : non-optimal fine tuning.

Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek® ms instrument. The customer reported that the sample was identified as campylobacter lari (99.9%) and an alternative test method (microscan) identified the sample as campylobacter jejuni. Cls performed the nalidixic acid and cephalothin susceptibilities. Nalidxic acid is susceptible and cephalothin is resistant. The results were not reported to the physician. An internal biomérieux investigation has been initiated.